Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited high thresholds and possible micro-dislodgement. It was noted that the patient experienced shortness of breath and pneumothorax which were considered to be caused by the implant procedure. The rv lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.